Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor wire and the sensor was missing. The patient developed a reaction with itching and a visible bump. On (B)(6) 2025, patient went to an urgent care was advised to go to the emergency room to have an x-ray done. The patient had an x-ray and results confirmed that the wire was left in his skin. The doctor made an incision to locate the wire and per patient the sensor wire was successfully removed. The incision was sutured and confirmed that no anesthesia or any medication was applied before and after the procedure. The patient stayed at the ER for less than 24 hours and was discharged on the same day. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor pod was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and sensor wired is missing. The allegation was confirmed. The probable cause was determined to be sensor wire is missing from sensor pod. No additional event or patient information is available.